Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 2228345. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. This is a device with non-pvc extension tubing, y connection site. It is not rated for high pressure injection. The forcing of contrast agent through the device during injection may cause damage to the product and leakage. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima-ii¿ prn y adapter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: occurrence of adverse reactions: contrast agent flows out from the tail of the needle take therapeutic measures: replace the needle with a new one and re-puncture improvement of adverse events and symptoms: after replacing the new needle, the contrast medium was injected smoothly, and the inspection was completed.